Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37-38 mg/dl resulting in the customer losing consciousness. Cause of low bg was not known. Customer was hospitalized and was treated by reducing the pump basal rate and continuous monitoring of bgs. Customer was released the following day with the issue resolved and no permanent damage.